Event description:
It was reported that during a procedure at the user facility a stryker neurosurgical representative reported that an aneurysm occurred. The surgical staff used all available suction during the procedure. Two neptune units were used, and neither unit provided the desired level of suction. Use of the units was discontinued. The patient expired during the procedure.